Event description:
An infection was reported. Reporter believed the infection was in the pump pocket site. A pump explant was indicated to be scheduled for tomorrow morning. It was believed that both the pump and catheter would be explanted. Drug delivered via the device was lioresal.

Manufacturer narrative:
Catheter model: 8731, serial# (B)(4), implanted: 2005-(B)(6), explanted: unk; catheter model: 8709, lot# j10840r13, implanted: 2001-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).